Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to bacterial peritonitis. The breach was further described as "poor environment" and unspecified patient error. The event was manifested by cloudy effluent, vomiting, and abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis and started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported). The patient was discharged from the hospital after approximately two weeks of hospitalization. At the time of this report the patient had recovered from the event and was retrained on proper aseptic technique. Dianeal therapy remained ongoing. No additional information is available.